Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported unit will not power on. There was no patient involvement or user harm reported. The customer stated that the light emitting diode (led) lights are working and unable to power unit on without the battery plugged in. The remote manufacture service technician suspected the power management (pm) printed circuit board assembly (pcba) and part identification was provided to the customer. The customer stated that the issue was resolved after the pm pcb was replaced.